Manufacturer narrative:
Reported event: an event regarding disassociation involving a centpillar stem was reported. The event was confirmed via clinician review and evaluation of the returned device. Method & results: -product evaluation and results: damage consistent with the loss of taper lock was observed on the returned stem. No further material analyses were performed. -clinician review: a review of the provided medical information by a clinical consultant indicated: this inquiry reports the failure of a total hip replacement about 13 years after surgery due to head/stem disassociation. I can confirm that this event took place since I was able to see an x-ray showing the disassociation. Regarding the possible root cause of this event, I cannot determine it with certainty. Causes of head/stem disassociation are multifactorial including surgical technique factors, implant/metallurgical factors, and patient factors. -product history review: could not be performed as the device lot details were not provided. -complaint history review: could not be performed as the device lot details were not provided. Conclusions: it was reported that the patient's hip was revised due to head/ stem disassociation. The exact cause of the event could not be determined because insufficient information was provided. Further information such as pathology reports, and the primary operative report as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time. If additional information become available to indicate further evaluation is warranted, this record will be reopened.

Event description:
Stem neck fracture. Head-stem disassociation. Inspection of the returned stem indicates loss of taper lock between stem and head.

Event description:
Stem neck fracture.

Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.